Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had ventricular loss of capture noted on presenting rhythm and recorded episodes. The rv lead impedance trend shows recent incline in pacing impedance. It was noted that the patient was having episodes of bradycardia due to the loss of capture. The rv lead also exhibited high threshold resulting in loss of ventricular capture at static setting and high pacing impedances. A lead fracture was suspected.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient could not have their MRI due to high impedance on their right ventricular (rv) lead. The patient was admitted to the hospital to evaluate their pacemaker issue. The rv lead was explanted and not replaced as a leadless pacemaker was implanted. No patient complications have been reported as a result of this event.